Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after approximately 400 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit was requested for return; however, the customer discarded the kit. The customer will return the smart card for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l307 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot l307 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the smart card is still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. (B)(6) 2023.

Manufacturer narrative:
A batch record review for kit lot l338 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot l338 shows no trends. The smart card was returned for investigation. The complaint kit was not returned. Review of the smart card data verified that the kit prime was completed and blood collection began in single needle mode. The data showed an alarm #7: blood leak? (Centrifuge chamber) alarm occurred after 229ml of whole blood had been processed. An alarm #7 occurs when fluid is detected within the centrifuge chamber. The customer did not return the complaint kit or any photographs; therefore, the reported centrifuge bowl break could not be confirmed. The customer complaint could not be verified based on the information provided. No further action is required at this time. This investigation is now complete. (B)(4). H.m. (B)(6) 2023.